Manufacturer narrative:
Method: rti/tmi conducted a re-review of the product history record for copios pericardium membranes, packaging production records, environmental monitoring, product specification, distribution database for related complaints associated to the lot. Results: no departures from rti/tmi's procedures were noted during the manufacturing records re-review that negatively impacted copios pericardium membrane tissues from the lot. The xenograft underwent a validated sterilization methodology; tutoplast® , which includes terminal sterilization by gamma irradiation after final packaging. Rti/tmi has manufactured and distributed 100 copios pericardium membranes from lot# nz14510255 without related complaints. Environmental monitoring data generated during and around the time of processing were acceptable. According to records re-review serial ID (B)(4) met rti/tmis specifications and release criteria prior to distribution. Conclusion: given the facts that (1) the xenograft underwent a validated sterilization methodology; tutoplast® ,which includes terminal sterilization by gamma irradiation after final packaging; (2) serial ID (B)(4) met rti/tmi's specifications and release criteria prior to distribution; (3) environmental monitoring data was acceptable; (4) there are no related complaints associated with xenografts distributed from the lot; and (5) many factors may contribute to non-union/non-integration of the xenograft post-operatively. Examples include the physical location of the osteotomy or surgical site, placement of the allograft at the time of the surgical procedure, adjunct hardware or implants, relative movement of the implant within surrounding tissue, or non-compliance with therapy, therefore it is more plausible the patient's post-operative outcome was associated with a source or event extrinsic to the xenograft implant. Explanted and not available.

Event description:
The copios cancellous particles xenografts and copios pericardium membrane were implanted on (B)(6) 2016 in a female patient and it was reported there were no in growth.